Manufacturer narrative:
After additional investigation, it was found that the device would intermittently boot up with the paddles lead selected for display in the channel 1 position on the monitor when the device was actually configured to boot up with lead ii (a patient ECG monitoring cable lead) selected for display in the channel 1 position on the monitor. When this occurs, the channel 1 area of the monitor display is completely blank and the device fails to display any ECG trace. It was determined that, for this issue to occur, the device default settings must be configured with the vf/vt alarm set to on, lead ii must be configured as the default ECG lead in the channel 1 position, a set of defib paddles or a therapy cable must be attached to the device and there is no patient ECG cable attached to the device. This issue was initially thought to be a device lockup, but after further investigation, it was determined to only be an issue with the ECG waveform showing as blank. The cause of the issue was determined to be due to a software design issue. The software task ¿pcschedulertask¿ is being interrupted while attempting to change ¿waveform1¿ causing a mismatch between the subsystem and global variable waveform1 setting. A correction to the design of the device software will be made to eliminate the cause of this intermittent issue.

Manufacturer narrative:
After additional investigation, it was found that the device would intermittently boot up with the paddles lead selected for display in the channel 1 position on the monitor when the device was actually configured to boot up with lead ii (a patient ECG monitoring cable lead) selected for display in the channel 1 position on the monitor. When this occurs, the channel 1 area of the monitor display is completely blank and the device fails to display any ECG trace. It was determined that, for this issue to occur, the device default settings must be configured with the vf/vt alarm set to on, lead ii must be configured as the default ECG lead in the channel 1 position, a set of defib paddles or a therapy cable must be attached to the device and there is no patient ECG cable attached to the device. This issue was initially thought to be a device lockup, but after further investigation, it was determined to only be an issue with the ECG waveform showing as blank. The cause of the issue was determined to be due to a software design issue. The software task ¿pcschedulertask¿ is being interrupted while attempting to change ¿waveform1¿ causing a mismatch between the subsystem and global variable waveform1 setting. A correction to the design of the device software will be made to eliminate the cause of this intermittent issue. After additional investigation, it was found that the device would intermittently boot up with the paddles lead selected for display in the channel 1 position on the monitor when the device was actually configured to boot up with lead ii (a patient ECG monitoring cable lead) selected for display in the channel 1 position on the monitor. When this occurs, the channel 1 area of the monitor display is completely blank and the device fails to display any ECG trace. It was determined that, for this issue to occur, the device default settings must be configured with the vf/vt alarm set to on, lead ii must be configured as the default ECG lead in the channel 1 position, a set of defib paddles or a therapy cable must be attached to the device and there is no patient ECG cable attached to the device. The cause of the issue was determined to be due to a software design issue. The software task ¿pcschedulertask¿ is being interrupted while attempting to change ¿waveform1¿ causing a mismatch between the subsystem and global variable waveform1 setting. A correction to the design of the device software will be made to eliminate the cause of this intermittent issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue through an analysis of the device electronic key log, but was unable to duplicate the reported issue, as reported, during testing. Physio did however observe the device to lock up during testing but this did not appear to be related to an attempt to deliver energy nor did the device lose power. Physio has been unable to determine the cause of the customer's reported issue or the observed issue during testing. Physio has also been unable to find a definitive relation between the reported issue and observed issue. The customer has received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during a training session, their device froze and lost power when attempting to deliver a synchronized defibrillation shock. Once the customer powered the device back on, normal operation was observed. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue through an analysis of the device electronic key log, but was unable to duplicate the reported issue, as reported, during testing. Physio did however observe the device to lock up during testing but this did not appear to be related to an attempt to deliver energy nor did the device lose power. Physio has been unable to determine the cause of the customer's reported issue or the observed issue during testing. Physio has also been unable to find a definitive relation between the reported issue and observed issue. The customer has received a replacement device.